Event description:
The patient reported that since the their leadless implantable pulse generator (ipg) was implanted one week prior they felt like fainting, has some fatigue and lightheadedness, which they experienced prior implant. They further mentioned that the device is set too high. It was further reported by the patient that they experienced continued lightheadedness and subsequently had their leadless ipg "tweaked". They stated that after thirty days they have had "had good days and bad days". The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.